Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to establish communication with the communicator for this patient. Technical services (ts) was consulted and provided troubleshooting options. At this time, no successful transmission was confirmed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.